Event description:
It was suspected that the lead was damaged due to twiddlers syndrome. Both leads were observed to be twisted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.